Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling while attempting to bolus. Customer's blood glucose was 123 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.